Event description:
A 3.5 mm diameter x 9 mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unk lesion approximately 48 months ago. It was reported 46 months post initial stent implant that the pt was admitted due to low hemoglobin and hematocrit. The pt received 2 units of packed rbc's. As per the investigator, the bleeding was reported to not be related to the device, drug, or the procedure. It was reported approximately 48 months post initial stent implant that the pt had expired after being in hospital for a few weeks. No further details have been obtained. As per the investigator, the death was reported to not be related to the device, drug, or the procedure.

Manufacturer narrative:
(B) (4): evaluation results: gi bleed, death.